Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a cracked power module case was confirmed via evaluation at the service depot. The heartmate power module (serial number(B)(6)) underwent analysis, and visual inspection confirmed a damaged top and bottom case. The customer was provided a purchase order (po) repair quote; however, after several attempts, a po was not provided. The power module was returned to the customer in unrepaired condition labeled ¿not for human use¿. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate power module instructions for use (IFU) (rev. B, ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: superficial jacket damage: damage found on streamline battery clip cable the heartmate power module (serial number (B)(6)) was inspected on 28oct2024. Visual inspection revealed a damaged top and bottom case and damaged battery clip streamline cable (incidental finding). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a cracked case.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cracked power module case was confirmed via evaluation at the service depot. The heartmate power module (serial number (B)(6) was inspected, and visual inspection confirmed a damaged top and bottom case and deteriorated rubber feet. The power module top and bottom cover, and rubber feet were replaced. The unit underwent functional checkout and passed all applicable tests. The repaired power module was returned to the customer site ready for use. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: audio notifier soft damage found on streamline battery clip cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate power module instructions for use (IFU) (¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.